Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the instrument generated a phenytoin (phy) result of ">40ug/ml". This result was correct. The result did post to the dl2000, and did post a comment, but did not generate a message. The operator did not notice the high result or comment and failed to notify the physician. At the end of the shift (approximately 8 hours later), the high result was noticed and the physician notified. Per the customer, no impact to the patient was communicated to the lab.

Manufacturer narrative:
The lab had intended the dl2000 to notify them of any phy result greater than 20ug/ml via a message. The dl2000 was configured to generate a comment (instead of a message). Per customer, the configuration/rule was configured by bci. Hotline corrected the configuration of the dl2000 to work as the customer desired.